Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope did not follow the instructions for use for precleaning. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and observance on site, the customer does not follow the instructions for use. A retrain of all cleaning, disinfection, and sterilization was conducted, as well as reprocessing. The event can be prevented by following the instructions for use (IFU): instructions reprocessing manual. Cysto-nephro videoscope. Olympus cyf-vh. Olympus cyf-vhr. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an automated endoscope reprocessor/washer-disinfector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while on-site providing an in-service on reprocessing, field service engineer observed the scope hanging in a test tube against the wall, in a patient procedure room. Customer stated they do not pre-clean the scope prior to submerging the entire scope to leak test, during manual cleaning, rinsing and high-level disinfecting. Customer is only cleaning and disinfecting insertion and instrument channel. This issue occurred during reprocessing.